Manufacturer narrative:
A ge rep evaluated the system and gave customer tips on improving image quality. System operates as intended.

Event description:
Customer reported poor image quality and the tube is making a clunking sound. No pt injury was reported.